Manufacturer narrative:
The pad-pak was first installed on the 17th november 2010 and performed to specification up to the 22nd september 2013. Between the (B)(4) 2013 and the (B)(4) 2015 the device records multiple manual power ups of 10 minutes duration. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.